Event description:
It was reported that the device had a downstream occlusion seal degradation which was found before infusion. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found: the tamper seal was broken. The device was received used, not in its original packaging, decontaminated, and the down-stream occlusion (dso) seal was bubbled. The complaint was confirmed. What caused the bubbled dso seal could not be established. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso seal was replaced.